Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n296000, implanted: (B)(6) 2011, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4) - 1-2 reprogramming sessions shortly after implant; however, they didn¿t help. (B)(4).

Event description:
The patient reported a recharger/recharging problem; the patient was charging more than expected. The patient was getting good coupling, but the implanted neurostimulator (ins) did not seem to accept a charge or charge completely full after charging for several hours. On (B)(6) 2012, the patient reported being unable to adjust stimulation. It was recommended to charge the ins. On (B)(6) 2012, the patient reported coupling/communication issues. It was reviewed to reposition the antenna and press the start charge button. The patient was currently getting eight coupling bars. The patient later reported on (B)(6) 2016, that he had stopped using therapy because when it was set high, it put his legs out. He could not adjust to cover pain and be comfortable. The patient experienced unpleasant stimulation depending on his posture. There were one or two reprogramming sessions shortly after implant; however, they didn't help so he stopped using therapy. The patient had not used therapy in years and had last recharged in 2012. The patient had not yet checked if he could recharge; however, overdischarge information was reviewed and recommended that the patient follow up with the physician. There was no report of a sudden change in therapy/symptoms. Indication for use included non-malignant pain, other non-malignant pain, chronic low back pain, lumbar radiculopathy, and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.